Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited a diagnostics anomaly. The device noted a false loss of capture event which resulted in a backup pulse that started a supraventricular tachycardia episode. The patient received inappropriate high voltage therapy for the supraventricular tachycardia. No device intervention was reported but programming changes were discussed. No patient symptoms were reported.